Event description:
A surgeon reports he could not get readings from the curved pachymeter probe and the incorrect intraocular lens (iol) was selected. The clinical consequence was a 1 diopter error. Additional info has been requested.

Manufacturer narrative:
No info on availability of device for evaluation and root cause analysis received to date. Multiple attempts for additional info on results of preoperative measurements and model/power of lens implanted has been made, but no response rec'd to date.